Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported pump stop resulting from a total loss of power, followed by events consistent with a delayed pump restart when external power was re-established. A specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files showed a loss of power from the mobile power unit (mpu) at 22:09 on 4apr2023, followed by full depletion of the backup battery at 00:27 on 5apr2023, resulting in the pump stopping. Power from the mpu was re-established after an unknown period of time; however, the pump was unable to restart. The log file data showed the pump rotor did not resume levitation and subsequently set speed was not reached for approximately 30 seconds. Power from the mpu was lost again, causing the pump and controller to shut down a second time. When external power from the mpu was re-established, the system resumed normal operation for the remaining 41 hours of captured data. A specific root cause of the delayed pump restart could not be determined based on the submitted log files. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-024112, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-024112 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Related mfrs: 2916596-2023-01643 and 2916596-2023-01642.

Event description:
It was reported that evaluation of the log files revealed that the backup battery fully depleted sometime after 0:27:43 on (B)(6) 2023. The controller reset sometime after that event with the default timestamp of 0:00:00 on (B)(6) 2000. At that time, the controller was connected to the mobile power unit. Following the reconnection to power, low flow and low speed advisory alarms were active and the pump was unable to return to its set speed. It was later communicated that the patient was stable and monitored outpatient. Whether the patient was symptomatic during this event was unknown. Additional details were not provided.